Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, after completing an ablation and when checking the left ventricle, the patient became hypotensive and a cardiac perforation was noted via fluoroscopy. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any the abbott device.